Event description:
It was reported that the patient had an office visit in (B)(6) 2023 with a driveline fault alarm. The patient had an x-ray at that time with no evidence of fractures. During a log file review, while the patient was in the office, multiple driveline faults were found. The patient denied ever having any audible alarms. An abdominal x-ray was taken on (B)(6) 2023. This revealed 1 potential area of damage found on the driveline internally, and 3 areas externally. A review of the log files revealed intermittent driveline faults from (B)(6) 2023 to (B)(6) 2023. The patient is using a revision 7.29 controller. With this revision of the controller, the driveline faults will only appear on the system monitor. Driveline faults with revision 7.29 will not alarm the controller. A driveline repair was performed on (B)(6) 2023. The driveline repair did not fully resolve the issue and a pump exchange was performed on (B)(6) 2023.

Manufacturer narrative:
Related MFR # 2916596-2022-15382 for (B)(6) 2022 driveline faults . Device available for evaluation: only the replaced portion of the driveline has been returned. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Incidental findings: during investigation, damage to the silicone bend relief, cosmetic damage to the silicone jacket, and twisting of the silicone jacket were noted. Manufacturer's investigation conclusion: the reported driveline (dl) faults were confirmed through the evaluation of the submitted log files as well as the onsite evaluation by an abbott representative. Although the evaluation of the replaced external portion of the driveline and submitted images did not confirm an issue that could have contributed to the reported events, based on previous complaint history, the events captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained data from (B)(6) 2023. Intermittent dl faults were captured throughout the data, which were consistent with potential compromise of the yellow wire of the driveline. No other notable events or alarms were observed, and the pump appeared to function as intended and operated above the low-speed limit for the duration of the files. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted which did not reveal any open circuits, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.